Event description:
It was reported that the intraocular lens was explanted 3 weeks post-opertive.due to calculation errors. The original implant was replaced with a lower diopter lens without complication.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
A review of the manufacturing records shows that the inspection processes for the suspect device met all specifications. No process deviations were noted. While we were unable to determine the cause of this event, our investigation reasonably suggests it is not manufacturing related.

Manufacturer narrative:
(B)(4) (B)(4). The iol was received cut in pieces across the optic. This condition precluded being able to measure the diopter. Initial implant was replaced with a lower diopter lens without complication. While we were unable to determine the cause of this event our investigation reasonably suggests it is not manufacturing related.